Event description:
A report was received that the patient had bleeding from the pocket site. The physician opened the pocket to explore to find where the bleeding was coming from. It was mentioned that there was a lot of fluid pooled up in the pocket, but no signs of infection noted. The patient was reportedly doing well.